Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level as well as alleging insulin pump was over delivery. Customer¿s blood glucose level was 54 mg/dl at the time of incident and current blood glucose level was 121 mg/dl. The customer did not provide details regarding symptoms of their low blood glucose episodes. Customer was treated with food. Customer stated that the suspend feature was stopped working on the insulin pump. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer troubleshoot was performed for low blood glucose level and over delivery. The insulin pump will be returned for analysis.